Manufacturer narrative:
Date rec¿d by MFR : 14feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. No alarm failures were found. The device was re-booted and started up normally. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's declared a "blower temperature high". Alarm. There was no patient involvement. Event date not specified; estimate used.